Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, a21 errortest, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump wasn't working after the customer accidentally exposed the device to water. Blood glucose level at the time of the incident was 170 mg/dl. Caller stated that there was visible moisture under the display. The customer's wife was advised that the insulin pump would be replaced and agreed to return the device for analysis.